Event description:
A physician reported that an ophthalmic laser probe could not be inserted into port during surgery. Procedure type was not reported. No patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).